Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0 x 100 mm 200cm ranger drug coated balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.